Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device remains implanted.

Event description:
It was reported that the 28mm head dislocated from the mdm poly.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm liner, a mdm liner and a ceramic head was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the 28mm head dislocated from the mdm poly.